Event description:
The customer reported to olympus that the visera elite video system center showed no image when connected to a choledochoscope. The issue was found during preparation for use before a diagnostic procedure, which was finished with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the metal contact pin inside the scope connector was deformed, causing no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to deformation of scope connector terminal pin. Olympus will continue to monitor field performance for this device.